Event description:
A loss of capture was reported during a pt follow-up when aaisafer was programmed. In other pacing modes, normal operation was observed. The device remains implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Method: since the device remains implanted, the files from the programmer were reviewed. Result: the files revealed an anomaly in the embedded software of some symphony devices. The software problem was no impact on the device in ddd mode, which is what the device was set to at the end of the last follow-up. Conclusion: the device can remain implanted. The next version of software, smartview 2.06, has been designed to correct this observed event. The available follow-up data are related to the period from (B)(6) 2007 (day of implant) to (B)(6) 2007. Loss of atrial capture was reported during pt follow-up when aaisafer mode was programmed; in other pacing modes, normal operation was observed and atrial capture was present after an atrial pacing pulse. A comprehensive analysis of the files and of the strips provided revealed an anomaly in the embedded implant's software of some symphony devices.